Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized and experienced diabetic ketoacidosis and high blood glucose up to 606 mg/dl. At the time customer was hospitalized, his blood glucose was 565 mg/dl. At the time of the report, customer's blood glucose was 386 mg/dl. The insulin pump drive support cap appeared normal and customer declined to check for site, insulin, or programming issues. The high pressure test was performed and the insulin pump did not alarm no delivery, failing the high pressure test twice. Customer was advised to revert to a back-up plan. He was being treated with injections. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.